Manufacturer narrative:
(B)(4). Batch # unknown. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided.

Event description:
It was reported via journal article: title: modified procedure for prolapse and hemorrhoids: lower recurrence, higher satisfaction, authors: yan-yu chen, yi-fan cheng, quan-peng wang, bo ye, chong-jie huang, chong-jun zhou, mao cai, yun-kui ye, chang-bao liu, citation: world j clin cases (2021); 9(1): 36-46. Doi: https://dx.doi.org/10.12998/wjcc.v9.i1.36. The aim of this retrospective cohort study is to compare the therapeutic effects and the patients¿ satisfaction after m-pph, pph and mmh. Between january 2012 to december 2014, a total of 1163 patients who underwent surgery for grade iii/IV hemorrhoid prolapse were included in the study. These patients were group according to the treatment performed: 381 patients (190 male and 191 female; median age of 46 (17-84) years) in milligan-morgan hemorrhoidectomy (mmh group), 321 patients (153 male and 168 female; median age of 46 (18-87) years) in the traditional procedure for prolapse and hemorrhoids (pph group), and 461 patients (261 male and 200 female; median age of 46 (17-86) years) in the modified pph (m-pph group). A pph03 hemorrhoidal circular stapler (ethicon) was used for both the original pph and m-pph procedures. The mean follow-up period was 5 ± 0.5 (range: 4¿6) years. Reported complications included postoperative anastomotic bleeding (n=7%), in 5 patients, who failed to respond to conservative treatment, who repeatedly experienced anastomotic bleeding after m-pph were treated with an 8-shape suture in an outpatient operation, after which bleeding ceased; sensation of rectal tenesmus (n=25%); postoperative recurrence (n=27.5%) in which 15 patients and 13 patients with recurrent symptomatic third-degree hemorrhoids in the pph group and m-pph group respectively underwent mm surgery, while the 45 patients and 27 patients with recurrent second-degree hemorrhoids in the pph group and m-pph group respectively were treated with sclerotherapy. None of these patients experienced any further recurrences during the follow-up period; anal discharge (n=11.8%) and anal incontinence (n=6.2%) which improved after 6 months follow-up; anal stenosis (n=6.1%); poorly satisfied (n=135); dissatisfied (n=64). In conclusion, this study found that, within the follow-up period of 5 years, m-pph has many advantages, including a lower recurrence rate and a higher patient satisfaction rate than conventional pph. Nevertheless, m-pph is associated with higher rates of sensation of rectal tenesmus and of anal incontinence.